Event description:
Head surgeon reported in his letter that the nail was implanted on (B)(6), 2010. On (B)(6), 2010, first time radiology showed visible breakage of a screw. After deterioration of symptoms, on (B)(6), 2010 proximal breakage of the nail was found.

Manufacturer narrative:
Correction: MDR number has been changed from 9610622-2010-00308 to 9610622-2010-00318. Same pt as MDR 9610622-2010-00319.